Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000910207 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 0000910207, test base part number 195-430wl/ lot: 910207. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000910207 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025 with a nasal sample. The consumer initially tested positive (platform unknown) in a doctor's clinic on (B)(6) 2025. The consumer performed an additional test with a binaxnow covid-19 ag self test on (B)(6) 2025 which generated a negative result. Although requested, no additional information including treatment and outcome was provided.